Event description:
It was reported that the cutter was not aligned with the shaft of the catheter, it was protruding outwards through the window at an angle. Reportedly no pt complications were associated with this event.